Event description:
During device preparation and prior to implant, the device was in backup (bvvi) mode. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The event of unexpected mode switch was reported to abbott and confirmed. The device was received in bvvi mode with battery voltage above elective replacement indicator (eri). Analysis performed found memory errors registered in the device memory consistent with integrated circuit anomaly. After the device was restored from backup mode, further testing showed no anomaly. The backup operation could not be reproduced. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.